Event description:
It was reported that cardiac arrest, resuscitation, intubation, and death occurred. A left atrial appendage (laa) closure procedure was performed and watchman flx laa closure device was implanted with an unremarkable procedure and post-operative stay. During the post-procedure nurse call six days later, the patient reported no concerns, and that the incision was healing well. Thirteen days post-procedure, the patient followed up with an outpatient family medicine physician with concerns of decreased appetite, shortness of breath, weakness, and black liquid-y stools for the past week. The outpatient family medicine physician advised the patient to go to the emergency department (ed). The patient left the outpatient clinic and stopped at home to pick up some belongings. While at home the patient experienced severe weakness and emergency services were called. Shortly after the arrival of the paramedics, the patient went into cardiac arrest. The patient was transported to the ed, however at the time of arrival, the paramedics had already been performing resuscitation efforts for nineteen minutes. The patient was intubated and administered three rounds of epinephrine. The patient remained in asystole without peripheral pulses. Efforts were continued for an additional six minutes before the patient was pronounced dead. No additional information is known.